Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. A high alarm displayed: cassette not attached properly was found in the history. A disposable cassette was attached for tests which passed. The customer's problem could not be repeated or duplicated.

Event description:
It was reported the device gave a "no cassette attached" alarm. No adverse effects reported.